Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. The patient was ambulated four hours after deployment, and then discharged. The patient developed a hematoma the next day. She contacted her physician, who instructed her to hold manual pressure at the site; hemostasis was achieved, and the hematoma resolved by the next morning.